Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. The pump was monitored for several days and there was no unexpected noise noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, cracked battery tube threads, and a minor scratched lcd window.

Event description:
The customer reported via phone call that she is currently in the hospital. Customer has been on insulin shots for a month. Customer declined troubleshooting for the insulin pump and wants a replacement. Customer stated that she was very sick and her blood glucose was going up on (B)(6). Customer's blood glucose was 600-640 mg/dl at the time of the incident. Customer's current blood glucose was 189 mg/dl. Customer stated that she went to the emergency room on sunday or monday morning. Customer's blood glucose was 640 mg/dl, 600 mg/dl, and 630 mg/dl at the time of the emergency room visit. Customer was not wearing the pump at the time of the visit. Customer stated that she went to the ER due to lack of insulin and gastroparesis. Customer stated that she will be released in 2 days. Customer was off the pump at the beginning of (B)(6). Customer stated that the pump was making a weird noise and was not giving any insulin at the end of (B)(6) and at the beginning of (B)(6).

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.